Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that she was hospitalized 7 months ago on an unspecified date/time for dka. The reporter indicated that she was hospitalized for 4 days and treated with IV fluids and an insulin drip. The reporter mentioned that for the first week of (B)(6) 2011, the pump had been disconnected during the night. During the time of concern, the patient's blood glucose (bg) level was "375 mg/dl." The reporter claimed that the patient had symptoms of nausea, vomiting, shortness of breath, and ketones. The pump was replaced due to an alleged large prime volume issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time it is unknown if the pump, use-error, and/or other factors contributed to the patient's injury. The details leading up to the patient's injury are unknown.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): no pump data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.